Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 475cc smooth mentor memorygel breast implant on the left and an unknown mentor gel breast implant on the right has experienced left-sided implant rupture and right-sided grade iii capsular contracture postoperatively, confirmed by a physician. As a result, the patient underwent explantation and replacement with unspecified mentor gel breast implants on (B)(6) 2020. This medwatch report is for the right-sided implant.